Manufacturer narrative:
According to the information for use [IFU], no more than 45ml of fluid are recommended for inflation of the retention balloon. Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A registered nurse reported a problem with the inflation balloon on the flexi-seal signal fecal management system. Reporter stated that the product was inserted into a patient approximately 1-2 weeks prior to this report and upon removal,120ml of fluid was removed from the inflation balloon. Reporter stated no patient harm occurred.